Manufacturer narrative:
The device was received into the carefusion failure analysis lab for evaluation. The main board was installed in known good unit for testing. The unit powered up with a transducer fault alarm which causes the reported circuit disconnect and low ve alarm, problem duplicated. The problem was isolated to the exhalation flow transducer.

Event description:
The customer reported the following; "unit was on patient and alarmed circuit disconnect, low ve. Changed vent and worked an all is good. No patient incident. Took unit to office and tested ok with test circuit and lung. Wants unit checked."

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the reported issue was caused by the main board. In addition not related to the reported event, the ac power cord needed to be replaced due to a loose connection. The carefusion field service representative replaced the affected components and per the service manual he ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. The alleged faulty main board was received by carefusion, routed to the carefusion failure analysis lab and staged for evaluation.